Event description:
The reporter stated that the surgeon inserted a icl implantable collamer lens model micl 12.0mm in 2007, and had to remove the lens during the same surgery due to pre-existing patient condition.